Event description:
It was reported that a patient underwent a laparotomy ventral incisional hernia repair on (B)(6) 2010 and mesh was placed. The patient returned to the hospital with severe abdominal pain and vomiting and on (B)(6) 2010 the patient underwent surgery and was found to have an ileus. Upon looking into abdominal cavity, it was found that the ileum had grown onto the mesh. The mesh was removed and re-fixed in place after the intestinal end to end resection was completed. The surgeon opines the patient's previous abdominal bowel surgery with serosa of the ileum that was not intact and resulting ongoing healing process of the bowel was the main contributor for adhesion formation in the folds, which resulted in final mesh adherence.

Manufacturer narrative:
(B)(4). (B)(4) (ileus), (adhesion occurred). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.